Manufacturer narrative:
H11: device analysis by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination showed multiple buckling to the sheath distal to the burst. The device showed a burst infusion sheath 43cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the infusion sheath burst.

Event description:
It was reported that material separation occurred. The heavily calcified target lesions were located in the popliteal artery and tibial artery. A 2.1mm jetstream xc catheter was selected to treat the patient for peripheral artery disease (pad) in the tibial artery through pedal access. During the procedure, the device passed the tibial artery, and the physician felt the device "snap". After removing the device from the patient, the physician observed material separation on the outer portion of the device. The case was completed via an alternate method using another device of a different model. There were no patient complications as a result of this event.